Manufacturer narrative:
Unk if sample is available for investigation. Investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: a pt underwent surgery using hemolok clips on (B)(6) 2011. The pt has passed away, and at this time the hospital in (B)(4) is not able to determine if it was due to the hemolok clips or other factors. The case has been reported to the coroner. At the moment, the hospital is still waiting for the autopsy report and the final cause of death to be issued. Additional information has been requested, but not received in time for this report.